Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2017 with the following findings: a review of the pump black box data revealed no power issues. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.